Event description:
It was reported that pump experienced malfunction with malfunction code 16, and no notable events occurred prior to issue. There was no reported impact to customer¿s blood glucose level. Customer planned to contact healthcare provider because no backup insulin therapy was available, and technical support arranged replacement pump under warranty.